Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was concern the patient developed limb ischemia in the left leg. It was reported the vascular team were to be consulted for the ischemia, no additional information was reported regarding the vascular consult. Additionally, the pump was repositioned with echocardiogram guidance, resolving suction alarms, reduced flows, and improving the left ventricle waveforms. Reportedly the pump still appeared to be very shallow, however the medical team elected to keep the impella in the current position. Additional information noted that patient care was withdrawn shortly after the impella was removed, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.